Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 31, 2017 was filed inadvertently. No device malfunction or serious injury has occurred. This report is filed on june 09, 2017.

Manufacturer narrative:
This report is submitted on march 31, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report.